Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00963.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using ruby coils. During the procedure, the physician attempted to advance a ruby coil within a lantern delivery microcatheter (lantern), however, the coil did not appear to be moving under fluoroscopy. Therefore, the physician retracted the ruby coil and found that the coil had unintentionally detached. The physician then noticed that the lantern had retracted back into the non-penumbra guide catheter. The physician removed the catheter with the lantern and ruby coil inside, and then re-inserted the same catheter and same lantern. A new ruby coil was then successfully placed. The physician then attempted to advance another ruby coil into the lantern, however, the physician felt resistance and the pusher assembly of the ruby coil became kinked while loading the coil into the lantern. Therefore, the ruby coil was removed, and the procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.